Event description:
This will be filed to report device entrapment. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. It was noted that while grasping with the first clip, the clip became caught on the anterior leaflet. Troubleshooting was performed but was unsuccessful. Subsequently, the clip was deployed onto the leaflets with chordae inside. Two additional clips were implanted to reduce the mr and due to the implanting location of the first clip. The procedure was concluded with a resulting mr of grade 3-4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the entrapment of device (clip becoming caught in anatomy) appears to be related to patient conditions (leaflet prolapse). Image resolution poor was related to patient and procedural circumstances as imaging was reported to be difficult due to calcification and imaging quality. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.